Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a low voltage pacing lead was attempted but not used as it dislodged. A second low voltage pacing lead was attempted, but again not used due to dislodgement. An alternative lead was placed. No patient complications have been reported as a result of this event.